Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. Customer technical support assisted the caller by providing pump reset information and helped reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any future issues arose.